Manufacturer narrative:
Concomitant medical products - epic smart ez elastomeric balloon pump. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that approximately 2 years ago the nurses in the infusion lab stated that when they use the smartsite needleless connector with the balloon pump, the smartsite connector causes an occlusion and the medication will not flow. Upon assessment of the tubing set-up, there were no kinks or clamps noted. To prevent any further problems, the staff began removing the smartsite and connecting the tubing directly into the patients vascular access device and have had no further issues. Although there is an unknown number of patients affected, there were a small handful that arrived to the infusion clinic to find that the 5fu chemotherapy medication had not infused and were required to wear the pump for an additional two days in order to receive the prescribed treatment. The customer further stated that there were no adverse effects caused to the patient from the event.